Event description:
The customer reported that during a procedure the jaws could not be re-opened while on tissue. The device was removed manually with no tissue damage. There was no pt injury. The device was returned for eval with the knife blade exposed.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.